Event description:
It was reported via repair work order that the side rail could become unlatched due to a missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.